Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was reproduced. System error 105 was confirmed through review of the event history log. Evaluation found the motor bearing to have excessive wear with shaft end play and black material around the bearing. Evaluation also found the inner and outer gearbox bearings to be worn, with the outer bearing cage disintegrated and the outer and inner bearing cages beginning to disintegrate. The motor assembly was replaced to correct this condition. Several contributing factors to the condition were identified. The motor assembly was replaced to correct this condition.